Event description:
They removed the ¿dcs¿ lead and generator.

Event description:
It was reported that the patient had a complaint regarding their device. It had been explanted. The implantable neurostimulator (ins) was removed because it was rubbing against their skin. The patient did not remember when it was removed; it must have been 5-6 years. It was implanted on the front, left side so the wires went around to their spine. In the meantime, the patient got leukemia in 1999, lost weight, and the ins gradually sank and rubbed. The rubbing made it sore so they took it out. The patient was on gleevec which made it so they didn¿t want to eat. The patient lost (B)(6). The patient had lost a lot of weight and it was causing discomfort. The stimulation was not effective. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1989, explanted: (B)(6) 2009, product type lead; product ID 7492, serial # (B)(4), implanted: (B)(6) 1989, explanted: (B)(6) 2009 product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).